Manufacturer narrative:
Additional, changed, and/or corrected data: a4, g1.

Event description:
Patient reported being diagnosed with ¿sleep apnea¿ and having experienced side unspecified "lump or thickening in or near the breast or in the underarm area¿ and ¿nipple discharge (fluid).¿ healthcare professional reported right side deflation. This record is for the right side. The device has been explanted.

Manufacturer narrative:
Device evaluation: opening on anterior, crease fold, wear abrasion, brown particles inside the device. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear opening. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on anterior assessed as unidentified (tear) opening.

Event description:
Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 07/17/2014. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reported events of "neurological symptoms, lump/nodule and nipple discharge" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: deflation.

Event description:
Patient reported being diagnosed with ¿sleep apnea¿ and having experienced side unspecified "lump or thickening in or near the breast or in the underarm area¿ and ¿nipple discharge (fluid).¿ healthcare professional reported right side deflation. Device remains implanted. This record is for the right side.